Event description:
The customer stated that decontamination of the instrument was necessary due to issues with the architect folate reagent. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.